Event description:
It was reported that during the implant procedure it was difficult to get proper threshold. "Some day" later during follow-up, the threshold was very high. The pocket was reopened and several attempts were made to get a "satisfied" threshold. It was noted that when the screw was extracted there was low threshold and when extended there was high threshold, in multiple locations. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but blood noted on helix mechanism; full lead returned and analyzed.